Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.

Manufacturer narrative:
B3: event date unknown. H3: device not received, by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, that the pump keeps alarming "no disposable, clamp tubing". The same issue happened with the backup pump. And it is unknown, if this is a pump or cassette issue. The patient was able to successfully continue their infusion. And the infusion was life-sustaining. There was patient involvement. And no patient harm/adverse event reported.